Manufacturer narrative:
Date of event: exact date not provided, only that symptoms were first noted immediately post-op, therefore date of one day post-op is provided as the best estimate date. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The customer reported bilateral lens explants of tecnis symfony intraocular lenses (iol), model zxr00 due to the female patient experiencing disabling halos and glare. Symptoms were first noted immediately post-op for both eyes. It was indicated at explant that the incision was enlarged to remove the iol and sutures were required. A replacement lens, model zcb00 24.5 diopter was used. No other surgical/medical interventions were reported. The patient's outcome was reported to be favorable, stable after the iol exchanges and there was no patient injury reported. It was indicated that the lenses are available for return. No additional information was provided. Visual acuity pre-op 20/70; 20/60, visual acuity post-op 20/20; 20/25. This MDR report pertains to the right eye (od). A separate report will be submitted for the left eye (os).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4) .

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 3/3/2020. Device evaluation: the lens was received in its replacement lens daisy wheel. Visual inspection under magnification revealed that the lens was received almost cut in half (but not separated), which is consistent with a lens that was handled during explant. Additionally, viscoelastic residue was observed on the optic body and haptics. A haptic stuck to the optic body and a detached haptic were also observed, however, how and when these defects occurred cannot be confirmed. After cleaning the lens, the haptic stuck to the optic body was no longer observed. Based on the condition of the return lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing records review: the manufacturing process record was evaluated and no deviations were found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.